Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode(s) cannot be determined. The site provided photos of the mcs instrument involved with the reported event. An analysis of the photos reveal a broken tube extension at the proximal end of the mcs instrument. There appear to be fragments missing from the tube extension based on the photos. The known common cause of this type of instrument breakage is misuse/mishandling. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the mcs instrument allegedly broke off and fell inside the patient. It is unclear if all of the instrument fragments were found and retrieved. In addition, at the time the event occurred, the patient allegedly experienced hemorrhaging. However, the root causes of the customer reported failure mode and the patient's intra-operative complication are unknown.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the surgical staff allegedly noticed the presence of fragments of the cap of the monopolar curved scissors (mcs) instrument in the peritoneum. The initial reporter indicated that the cap was broken due to an alteration of the sheath of the joint of the mcs instrument. At the time the event occurred, the initial reporter also claimed that a hemorrhage occurred simultaneously causing a sudden drop in blood pressure and probably a collapse. As a result, the surgical staff stopped insufflation in order to urgently stabilize the patient's blood pressure. Another IV port was placed and the case was converted to another unspecified surgical modality. On december 14, 2017, intuitive surgical, inc. (Isi), received the following additional information regarding the reported event from the site: a few elements from the instrument were broken and could not be totally retrieved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument's cap was broken. The proximal end of the tube extension was found to be broken causing it to be dislodged from the maintube. Approximately 0.404 x 0.604 was broken off and was missing. The known common cause of this failure is due to mishandling/misuse. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the mcs instrument allegedly broke off and fell inside the patient. It is unclear if all of the instrument fragments were found and retrieved. In addition, at the time the event occurred, the patient allegedly experienced hemorrhaging. However, the root cause of the patient's intra-operative complication is unknown. There is no evidence that a malfunction of the mcs instrument occurred. Failure analysis determined that the damage found with an evaluation of the instrument was likely caused by mishandling/misuse.